Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at l1 and s1 with pseudoarthrosis noted at s1. Patient underwent revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show severely degenerative spine seen preoperatively with only minimal malalignment. Stenosis reported. Operative treatment was fusion l1 to s1 with inter body device at l5. Postoperative failure of fixation at l1 with screw pull out as expected as well as s1 required pmma augmentation and extension to t12. This construct is still at risk for failure above the construct.